Manufacturer narrative:
The complete UDI could not be provided as the lot number was not provided by the customer. The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoskopie - "dichtungskappe lasst sich sehr leicht von der hulse abziehen. Kein winderstand spurbar. The seal is very loosely attached at he cannula and is detached easily; during this there is no resistance." Patient status - "ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the seal housing was easily dislodged from the cannula. A review of the manufacturing records could not be performed as no lot number was provided. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of this incident is likely due to an undersized tab width of one of the two tabs attached to the cannula. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.